Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient experienced tamponade and pericardial effusion. The delivery system was unable to be manipulated across the valve. A small coronary sinus dissection was noted on fluoroscopy, but later contrast injections showed cardiac tamponade. The patient¿s blood pressure dropped and cardiopulmonary resuscitation (CPR) was started. Pericardialcentesis was performed to drain the blood. The patient was intubated by anesthesia and was transferred to ICU when perfusion returned. The delivery system was removed. The implant procedure was abandoned. No further patient complications have been reported as a result of this event.